Event description:
It was reported an acute vessel occlusion was found approximately two or three hours after angio-seal deployment. The pt was immediately taken to surgery. Additional info revealed that an ultrasound and angiogram were performed to diagnose that there was obstructed blood flow. The pt underwent a thrombectomy and arterioplasty procedures to remove the clot and also to repair the artery. The pt's hospitalization was extended due to this event, but was later discharged from the hospital. The pt was taking the following prescribed medications: clopidogrel (600mg), heparin (dosage unk) and aspirin (dosage unk).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.